Manufacturer narrative:
Patient city : (B)(6). Patient country : spain.

Event description:
Reference number (B)(4). Event occurred in spain it was reported that patient faced an issue, cannula was detached on (B)(6)2026 where the product was not adhering and pulled by accident. No further information available.